Manufacturer narrative:
No system or instrument logs are available as the da vinci system was never docked / used. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that according to the information provided in the summary of events, the patient in this report is speculated to have died possibly as a result of a veress needle injury which is a third party device. The intuitive surgical da vinci robot was never docked. Based on the information in the summary of events, no intuitive surgical product or instrument contributed to this event. Section b2 date of death is estimated as same day of surgical procedure.

Event description:
It was reported that a patient injury occurred while ports were being placed for a da vinci-assisted sacrocolpopexy procedure. All ports were placed and visualization was confirmed. Before the da vinci system was docked to the patient, the anesthesiologist observed that the patient's blood pressure was dropping. The surgeon did not visualize any bleeding at the time, but converted the procedure to open and requested multiple general surgeons to assist. The robotics coordinator reported that the location of the bleeding was never found. No further information was provided regarding what occurred after converting to open. The robotics coordinator stated the theory was that the veress needle used during trocar placement damaged retroperitoneal anatomy. Attempts were made to speak with the surgeon, however, no additional information was provided.